Event description:
Customer reported that her insulin pump delivered too much insulin while she was sleeping. The blood glucose reading is 13 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.